Manufacturer narrative:
In trouble-shooting, at the time of the event, it is suspected that the micro switch door may be replaced. Return requested. Replacement door switch cable assembly shipped to site 07/21/2016. This suspect part was discarded by the site and will not be returned to manufacturer for analysis. Return requested. Replacement door cable sw assembly shipped to site 07/21/2016. Suspect part not replaced, a neither device was returned to manufacturer. On 07/25/2016 a medtronic representative performed an imaging system check-out, all areas passed. Metal piece for door mechanism was bumped. System performed as intended. On 07/26/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Door error message remains. Identified a defective door push switch was not pushed when the door was closed. On 08/01/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. System states door open, even if door is mechanically closed. Medtronic representative adjusted the door mechanism. System functions were tested. Issue resolved. System performed as intended. Return requested for threaded connecting rod 08/12/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their imaging system door remains open, despite the efforts to "ask" that the door close. Error message, door open, is displayed. No further details regarding the behavior were provided. There was no patient present when this issue was identified.